Event description:
A customer stated that the bottom half of the "hundreds" unit in the display is missing. The customer stated that they received a result of 75 mg/dl and a co-worker found the customer "not acting right". The customer given a can of soda and "things appeared to work ok". However, the customer again received a result of 75 mg/dl and based on their feeling, they knew this was an incorrect reading. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.